Manufacturer narrative:
(B)(4). The device was manufactured september 23, 2016 ¿ september 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor was leaking from an unspecified location. This was identified before use. The device had been filled with an unspecified amount of oncology drugs. There was no patient involvement. No additional information is available.